Event description:
During testing the force sensor was found to be out of calibration. Evaluation revealed a dislodged display screen.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed that the force sensor was out of calibration and the display screen was dislodged.